Event description:
As reported, the tension indicator of a 6/7f mynx control vascular closure device (vcd) did not appear. Fluoroscopy confirmed contrast leakage from the balloon, and rupture was determined. The device was removed, and hemostasis was achieved by manual compression. There was no reported patient injury. After treatment of a lesion in the right external ilianc artery, the vcd was inserted through a 6f non-cordis short sheath placed in the right cfa. The procedure used an ipsilateral retrograde puncture. An 8 mm×100 cm smart stent had been placed in the right eia, and hemostasis was performed under fluoroscopic and ultrasound guidance. The balloon reached inside the stent, and full inflation risked interference with the stent struts and rupture. The balloon was partially inflated with diluted contrast to allow visualization, the device was pulled back until it exited the stent, and then inflation to the specified size was attempted. This product is reported as defective. Additional information was requested but not provided. Due to infection-positive status, the product was not retrieved and will not be provided for analysis.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the tension indicator of a 6/7f mynx control vascular closure device (vcd) did not appear. Fluoroscopy confirmed contrast leakage from the balloon, and rupture was determined. The device was removed, and hemostasis was achieved by manual compression. There was no reported patient injury. After treatment of a lesion in the right external iliac artery, the vcd was inserted through a 6f non-cordis short sheath placed in the right cfa. The procedure used an ipsilateral retrograde puncture. An 8 mm×100 cm smart stent had been placed in the right eia, and hemostasis was performed under fluoroscopic and ultrasound guidance. The balloon reached inside the stent, and full inflation risked interference with the stent struts and rupture. The balloon was partially inflated with diluted contrast to allow visualization, the device was pulled back until it exited the stent, and then inflation to the specified size was attempted. This product is reported as defective. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot j2517401 presented no issues during the manufacturing process that can be related to the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to balloon rupture reported. However, access site vessel characteristics (which was not provided) and/or concomitant device factors are likely since calcification at the access site and/or concomitant device factors (such as the mentioned stent) can cause damage to the balloon. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.